Event description:
Pt status post placement of trochanteric femoral nail. Pt presented to surgeon complaining of pain. A post op x-ray showed the helical blade penetrated the medical cortex of the femoral head. Surgeon noted that pt appeared to be healed. Surgeon is removing the helical blade.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.